Manufacturer narrative:
This report is submitted on april 3, 2019.

Event description:
Per the audiologist, the patient experienced pain and magnet dislodgement during an MRI (date and tesla strength not reported). Surgery to reposition the magnet was completed (date not reported) under general anaesthetic. The implanted device remains.